Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient also had an irrigation and drainage procedure.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Device history review: manufacturing date: 03-jun-2015. Expiration date: 30-apr-2025. Part #: 04.037.142s, lot#: 9817482 (sterile) - 11mm /130 deg ti cann tfna 170mm - sterile, quantity (B)(4). No nonconformances were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. Sterility device history review: manufacturing date: 6/4/2015. Expiration date: 04/30/2025 part #: 04.037.142s, lot#: 9817482 (sterile) - tfna-11mm/130 deg ti cann tfna 170mm - sterile. Quantity (B)(4). Lot was release to the warehouse on 6/4/2015. Work order (B)(4) was released on 5/21/2015. Drawing no: ns063042 rev: e was released on 1/15/2015. No nonconformances were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an unknown intramedullary nail on an unknown date. On (B)(6) 2017, the patient was admitted to the emergency room after suffering a fall. While admitted, x-rays were taken that showed the intramedullary nail was broken in the proximal femur. On (B)(6) 2017, after developing an infection, the patient was returned to the operating room and a trochanteric fixation nail advance (tfna), a helical blade, and an unknown 5.0 locking screw were removed. This is report 1 of 3 for (B)(4).